Event description:
The facility reports while attaching the stretcher trolley to the pool lift, a patient who was on the stretcher got their hand caught between the trolley and the mast of the hoist. The patient sustained bruising to the base of their left hand thumb.